Manufacturer narrative:
The device was not returned for evaluation. However, two photos were provided that shows the procedure with the gw fathom peripheral device, and it was observed that the guidewire was bent, stretched and detached at the distal section. E1. Initial reporter facility name-(B)(6).

Event description:
It was reported that the fractured device was removed with a capture device. The non-stenosed target lesion was in the moderately tortuous and non-calcified liver vessel. A 200cm x 10cm angled tip fathom-14 guidewire was selected for use. During the procedure, it was found that the tip of the guidewire was fractured and stretched. The guidewire was removed with a capture device. No device part was left inside the patient. The procedure was completed within 70 minutes, and with another of same device. No complications reported and the patient is stable.

Manufacturer narrative:
E1. Initial reporter facility name-second affiliated hospital of zhejiang university school of medicine.

Event description:
It was reported that the fractured device was removed with a capture device.the non-stenosed target lesion was in the moderately tortuous and non-calcified liver vessel. A 200cm x 10cm angled tip fathom-14 guidewire was selected for use. During the procedure, it was found that the tip of the guidewire was fractured and stretched. The guidewire was removed with a capture device. No device part was left inside the patient. The procedure was completed within 70 minutes, and with another of same device. No complications reported and the patient is stable.

Event description:
It was reported that the fractured device was removed with a capture device. The non-stenosed target lesion was in the moderately tortuous and non-calcified liver vessel. A 200cm x 10cm angled tip fathom-14 guidewire was selected for use. During the procedure, it was found that the tip of the guidewire was fractured and stretched. The guidewire was removed with a capture device. No device part was left inside the patient. The procedure was completed within 70 minutes, and with another of same device. No complications reported and the patient is stable.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. Overall visual revision did not identify failures or evidence that could be lost due to decontamination process. The device was returned for the analysis, and it is possible to see that the guidewire was bent, stretched and detached at the distal section. No more damages were detected. E1. Initial reporter facility name-second affiliated hospital of zhejiang university school of medicine.